Event description:
It was reported that during device capture testing post paced t wave oversensing was observed. No programming changes were made. The patient was asymptomatic and monitoring will continue.